Event description:
A product liability claim was raised. It was reported by the patient's counsel that the pt received an ncb peripros dist fem plt in (B)(6) 2012 with multiple locking and non-locking screws which she alleges it failed and broke requiring a second surgery on (B)(6) 2013 to remove the broken plate. At the time of the revision, a rod was inserted into her left femur.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).